Event description:
Customer reported the pt dosage is too high. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the output dosage to be within specs. System operates as intended. This MDR is related to ge healthcare complaint number.